Event description:
It was reported that 10 syringe 20ml ll precise india experienced foreign matter contamination. The following information was provided by the initial reporter: particles found inside the packing as well as syringe in closed pack. Kept in a box ( return goods from user facility). Found new affected units during the visit of quality head india.

Manufacturer narrative:
Investigation: sample evaluation: ten (10) actual samples returned in sealed packaging was returned for evaluation. The team had observed holes on the bottom web and particles inside the package. The black particles which could be sand particles were observed inside the syringe product and at the corner of the blister packaging. Sample #1: fm inside the syringe. Sample #2: fm inside the syringe and package. Sample #3: fm inside the syringe. Sample #4: fm inside the syringe and package. Sample #5: fm inside the syringe and package. Sample #6: fm inside the syringe and package. Sample #7: fm inside the syringe and package. Sample #8: fm inside the syringe and package. Sample #9: fm inside the syringe and package. Sample #10: observed no fm. The team had reviewed the in-process and outgoing inspection records and black/sand particles were not detected. The black/sand particles could have been brought into the syringe package when the pest/insect bites the bottom web to enter the packaging. The team had also reviewed the pest control records and no abnormalities were detected at the 10ml manufacturing line. Hence, we are unable to identify the root cause of the reported nonconformance. The nonconformance could have occurred out of the manufacturing facility.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 syringe 20ml ll precise india experienced foreign matter contamination. The following information was provided by the initial reporter: particles found inside the packing as well as syringe in closed pack.kept in a box ( return goods from user facility). Found new affeted units during the visit of quality head (B)(6).